Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of headache, hypotension, nausea, visual disturbances, and neurological deficit are listed in the xact instruction for use, as known adverse patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that post xact stent placement in the right internal carotid artery, the patient experienced headache, nausea, blurred vision in both eyes and hypotension. Carotid duplex showed no stenosis of the right carotid. Patient was treated with dopamine infusion, heparin infusion, compazine and pain medication. Patient was diagnosed by ophthalmologist as left eye limited due to amblyopia and normal right eye. The patient's condition improved and was discharged two days post procedure. There was no adverse patient sequela. There was no additional information provided.